Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced elevated power draws for a few days. The pt was hemodynamically stable. It was also reported that the pt had a history of clotting issues and was given argatroban. The pump power was within normal limits prior to the anticoagulation. The pt's system controller was exchanged; however, there was no change in the pump power. An echo was performed and the physician noted that there was no decompression of the left ventricle throughout the echo ramp study. A decision was made to exchange the pt's lvad with a new lvad. During the exchange the original outflow graft was left in place, and only the pump was exchanged. It was noted that the outflow graft bend relief was disconnected from the pump. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.